Manufacturer narrative:
One device was returned for investigation. A review of the device history record has been performed and no failure that may relate to the reported conditions have been noted. The visual examination of the returned sample shows that: the sample was not returned in its original packaging, but in a biohazard bag. The sample was found contaminated by blood. The textile knitting pattern was found as expected. The diameter of the mesh ranged from 9 to 8. A thick blue suture yarn was visible and passed twice through the mesh. Collagen was found dry and was missed from the mesh on about half of the surface. The reported condition was confirmed. The edge of the reinforcement should be at least 5 cm over the edges of the defect(s). A search of our global complaints database revealed that this was the only report on file for this lot of product. The report has been added to our product complaints database which is monitored for similar occurrences. Based on the available information, our investigation and a complaint history review, the manufacture of the device is not suspected. There is no indication that there is a defective lot or that this event represents an emerging adverse quality trend. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one photo was received for investigation. A review of the device history record has been performed and no failure that may relate to the reported conditions have been noted. Especially the records related to the collagen casting and the collagen based film results (cql392656) were found within specifications. The visual examination of the provided picture shows that: the mesh was found contaminated by blood. The textile knitting pattern was found as expected. The dyed monofilament polyester marking positioned on the center of the textile is visible on the picture which confirm the ref. However the picture did not allow us to confirm the mesh dimension. Due to the shape of the mesh on the picture it seems to have been cut. A suture yarn (seems to be thick) is visible and passes twice through the mesh. Collagen is missing from the mesh on about half of the surface. The reported condition was confirmed. The product IFU which accompanies each device states in chapter - operating steps - positioning- that ¿ ¿1. Symbotex¿ composite mesh should be hydrated in its original blister before being handled. This is carried out by immersing it completely in a sterile saline solution for several seconds to ensure its conformability and flexibility¿ and that ¿5. The edge of the reinforcement should be at least 5 cm over the edges of the defect(s). Based on the available information, our investigation and a complaint history review, the manufacture of the device is not suspected. There is no indication that there is a defective lot or that this event represents an emerging adverse quality trend. User error. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on an open ventral hernia repair, during insertion of the mesh in the patient, the barrier started coming off the mesh. It was stated that the surgical time was extended for 30 minutes or more due to the issue. Another device was used to complete the case. There was no patient injury.